Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a tip clamp in the reported problem area of the pipetter assembly had a bent prong. A new tip clamp was installed. The instrument was tested without further problem and returned to service.